Event description:
The info received from the affiliate states that this pt was presented to the interventional lab for an angioplasty and stenting procedure of the common iliac artery (side unk). The vessel was described as moderately calcified and tortuous, and contained an 80% stenosis. The stent delivery system (sds) looked normal when taken from the package. The info states that the stent on the sds dislodged before reaching the target lesion. The stent was successfully retrieved. As per the qualrap, there is further no information available pertaining to the procedure. There was no reported injury to the pt.